Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the nozzle. There was no patient involved.

Manufacturer narrative:
The device was returned and the evaluation found other contributing factors such as due to clogging of nozzle, water removal ability did not meet the standard value and the nozzle was deformed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the device evaluation found that the nozzle tip was deformed. Therefore, it is likely that the physical damage led to foreign material not being removed despite correct reprocessing. However, a definitive root cause could not be identified. The event can be detected and prevented by following the instructions for use which state: the subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for jf type 260v and tjf type 260v, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for jf type 260v and tjf type 260v, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event the legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.